Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure, the physician found that the image could not be displayed. The procedure was cancelled due to this event. No patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information. The motor drive unit 5 plus was returned for analysis. Visual inspection revealed that the motor drive unit 5 plus was in good condition and no corrosion was present. The device failed the functional test due to a faulty backplane.

Event description:
It was reported that the procedure was cancelled. A capital equipment ilab ultrasound imaging system was selected for use. During the procedure, the physician found that the image could not be displayed. The procedure was cancelled due to this event. No patient complications were reported.